Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that two wallflex biliary stents were to be implanted in the bile duct to treat a stricture caused by cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the first stent (subject of report 3005099803-2025-01280) was successfully deployed, however, when the physician attempted to remove the deployment catheter, the stent dislodged. The physician then removed the first stent and attempted to implant a second wallflex stent (subject of this report) but the issue occurred again, the stent dislodged. Both stents were removed using grasping forceps. The physician decided then to use a plastic stent as replacement and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the bile duct was narrow with malignant stenosis of 6 to 7cm in size.